Manufacturer narrative:
This product is not marketed in the us. Secondary surgical intervention, exchange. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6,-13.00 diopter, implantable collamer lens into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a longer lens due to low vault. This exchange resolved the problem.

Manufacturer narrative:
The lens was returned dry in a micro centrifuge vial. Visual inspection found the lens haptic torn. (B)(4).